Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient received a 3.50x18mm cypher select stent to treat a restenosis of a previously implanted bare metal stent in the proximal right coronary artery. Approx. Four months later, the patient was admitted with unstable angina pectoris. Coronary angiography revealed stent thrombosis and 100% restenosis. The patient was treated with CABG.